Manufacturer narrative:
On 17dec2019 silk road medical contacted osb to inform them of medical device reports that were not reported within the mandatory reporting timeframe. It is noted here, per FDA's request, that this MDR was identified as part of a complaint handling remediation effort associated with CAPA-(B)(4).

Event description:
It was reported that an asymptomatic patient underwent a transcarotid revascularization procedure on (B)(6) 2018. No issues were observed during micro and arterial access. Flow reversal was successfully confirmed after clamping was performed. The enroute .014 gw was introduced, and attempts were made to gain entry into the right internal carotid artery (rica) however these attempts were unsuccessful. A support catheter was introduced to assist steering of the guidewire. An angiogram was performed and a dissection was noted. The physician decided to convert to a cea. After successful cea repair, a 6fr sheath was introduced and angiogram was taken which revealed an aortic dissection. Cardiac surgery was called and a decision was made to close the wounds and bring patient for cta. The dissection did not appear to be flow limiting. The patient was reported as being stable with no stroke. No additional details were provided.